Manufacturer narrative:
One tapered screw-vent implant was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use (IFU) and risks files. Functional testing could not be performed since the product was not returned. No pre-existing conditions were reported. The reported device had been placed on tooth #25 for an unknown period of time. X-ray / picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (tsvb10) was performed for similar events and one other complaint was identified. Based on the available information, device malfunction and the reported event could not be verified since the product was not returned and no pictorial evidence was available. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510k: k011028, k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that after the older ball abutment was removed, the patient was without an abutment in their mouth for several months. Dr believes this caused tissue and plaque to accumulate in the threads of the implant. Dr tried cleaning it out, placed the new abutment which ended up came out of the patients mouth see ((B)(4)). Dr is now requesting a thread tap to hopefully resolve and clean out the damaged threads. Tooth #25. Lot provided for tsvb10 could not be found in (B)(4).